Manufacturer narrative:
(B)(4). Implant date - the devices were implanted on an unknown date in 1996. Additional concomitant medical products: unknown natural knee tibial component catalog #: ni lot #: ni, unknown natural knee tibial component catalog #: ni lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information available.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the polyethylene articular surface with irrigation and debridement approximately twenty-two years following knee arthroplasty due to unknown reasons. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event remains unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.